Event description:
It was reported that noise was noted on the lead and fracture was discovered once the pocket was open for extraction. The lead was explanted and replaced. Patient stable throughout the procedure.